Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a critical pump error alarm. The customer's blood glucose was 24.4 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was noted in the insulin pump history and critical pump error open book during testing due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. The insulin was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window.